Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was an implant placement failure. So, the surgery was completed by using another backup lens. Patient impact was unknown. Additional information has been requested.